Event description:
Per the clinic, the patient experienced burning sensations at the implant site, and was treated with oral antibiotics for a duration of 10 days. The symptoms resolved, and the patient resumed use of the device. The implanted device remains.